Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not .

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Reportedly, the customer experienced a ¿high¿ blood glucose (bg) level, a specific bg value was not provided. A correction bolus was delivered to address bg. Customer completed a pump reset and loaded a new cartridge to resolve the issue.